Event description:
A customer reported poor phaco power and vacuum while in irrigation/aspiration (I/a) mode. No pt harm was reported. Additional info was received from the customer indicating that in addition to the poor vacuum and phaco power, the system was also making a noise during surgery and the remote control indicated the battery was low. The I/a power was manually reset and the case was completed with a torsional amplifier. The reported event resulted in a 20-30 minute delay and resulted in the cancellation of six subsequent cases.

Manufacturer narrative:
Technical services was contacted and recommended to the customer that they try a different handpiece and to change the vacuum preset to 50 in I/a, which seemed to help. It was confirmed by the customer that the handpiece was never exchanged. A service representative checked the system and could not replicate the reported event. However, the representative did find that the remote was stuck in the down position, which held settings to zero. The representative then restored doctor settings and ordered a new remote. The service representative could not replicate the reported event, and found the system to meet specifications. No samples were also returned to the (B)(4) for further root cause analysis. Therefore, the root cause of the customer reported poor phaco and vacuum could not be determined and is unk. (B)(4).